Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) female with neurogenic disorder and obstetric trauma was implanted with an acticon device on (B) (6) 2008. On (B) (6) 2008, the balloon was removed and replaced, due to infection and extrusion of balloon. A request for the device has been sent and the device has not been returned for analysis. No further info has been provided.